Event description:
It was reported "patient complained of chest pain while flushing the PICC line with saline. Patient was sent for chest x-ray which was clear/nad. Patient sent for linogram (B)(6) 2019 and a blockage of the line was observed. PICC was removed and a new PICC was inserted on (B)(6) 2019. No further pain experienced with new PICC. No delay in treatment or patient injury reported."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an occlusion is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 43 cm depth marker. Residual adhesive material is present on the surface of the catheter which indicates use of the device. The sample was flushed with water using a 12 ml syringe and was observed to be partially occluded. The fluid flow was not uniform. Microscopic observation of the distal end of the catheter revealed residual material to be formed along the inner catheter walls; however, a fluid path was present at the center of the residual material. The material did not resemble material used in the manufacturing and was likely introduced during use of the device. The product instructions for use (IFU) contains catheter maintenance information that may have prevented the reported issue. The IFU states, ¿flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe. Flush the catheter with a minimum of 10 ml of 0.9% sodium chloride, using a ¿pulse¿ or ¿stop/start¿ technique. Use of heparinized saline to lock each lumen of the catheter is optional.¿ a lot history review (lhr) of redr0359 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0359 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient complained of chest pain while flushing the PICC line with saline. Patient was sent for chest x-ray which was clear/nad. Patient sent for linogram (B)(6) 2019 and a blockage of the line was observed. PICC was removed and a new PICC was inserted on 10/03/2019. No further pain experienced with new PICC. No delay in treatment or patient injury reported."